Event description:
During implant, the physician found resistance connecting the extension to the lead. He eventually managed to connect the lead to the extension but when he tried to program the device at the end of the procedure, the pt did not feel the stimulation anymore and impedances were all >4000. The physician had to open again at the level of the connection between extension and lead to check the lead. The lead was ok so he replaced the extension with a new one. Following that, the pt felt the stimulation correctly. There was reported to be no pt injury. The pt outcome was reported as "he is ok."

Manufacturer narrative:
(B) (4).